Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for unknown indications. It was reported that the patient was in a power on reset (por); the patient already reset it and stated that she needed to meet with the rep to get her out of the por. The patient later called the rep to see if the implantable neurostimulator (ins) was still charged and when the patient checked, she felt a little jolting sensation. The rep asked the patient to schedule an appointment with their healthcare professional (hcp) so the rep could meet them there. The issue was not resolved at the time of the report and the patient was alive with no injury. There were no further complications reported or anticipated.